Event description:
It was reported that this device declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. After the lss, artifact was observed on the lv lead. It was noted that the impedances has gradually increased. Boston scientific technical services (ts) discussed troubleshooting options. This lv lead remains in service. No adverse patient effects were reported.